Event description:
The customer contact reported a leak. The tubing set was being used to deliver unspecified volumes of lipids and propofol. After an unspecified length of time, the customer contact reported that solution leaked from the air vents of the air eliminating filter of the tubing set. No specific details were provided. There were no reports of adverse pt effects and no reported delays in therapy critical to the pt. No medical interventions were reported. Though requested, no additional information was provided including, if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported leak of the filter on the tubing set were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.